Manufacturer narrative:
The customer complaint of a higher than expected failure rate due to cracked door assembly was confirmed through customer supplied photos. Customer provided photos confirming broken doors near the upper hinge post. The expected repair rate was not provided by the customer. Review of customer monthly parts order data confirmed 195 door assemblies were ordered in dec-2018. Nov-2018 recorded 50 door assemblies being ordered. The bd infusion therapy resource library webpage contains information for proper care and maintenance of the alaris system. Previous customer site visit confirmed the use of discide ultra disinfecting towelettes to clean and disinfect the alaris system. The discide product contains two quaternary ammonium chloride-based compounds, ¿quat,¿ making it an unapproved cleaning solution. The quat will cause the plastics on the alaris system to become brittle, crack, and break. The use of chemicals listed on the do not use list can damage the surfaces of the instrument leading to more frequent replacement. During transport of the alaris system ensure that the device door is closed and devices are not stacked. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. No patient involvement was reported.

Event description:
The customer reported a higher than expected failure rate of the door hinge assembly over the previous 23 months between january, 2017 and november, 2018. This file is for the time period between july 2017 to november 2018. No patient involvement was reported.